Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient with skin type IV was treated on the cheeks and two small patches on the forehead. Erythema was noted immediately. The patient noticed a burn and blister the next day after treatment. The burn is approximately 1 cm in size and is located on the face. There was a spark from the handpiece during the treatment. The patient had a mild prickling sensation during the treatment and was given sofradoux, sunscreen, and an antibiotic. The burn was classified as a second degree burn. The patient did not apply heat, ice or anything over the counter at home to treat the burn. In the physician's opinion, the burn is healing but there are chances of scarring.

Manufacturer narrative:
A device history record (DHR) review did not find any nonconformities or anomalies related to the complaint. The device was inspected via field service. Upon inspection of the device, no problem was found with the fraxel device. However, another manufacturer's cooling system that was used during the procedure was found to be not working properly, which may have caused or contributed to the reported event.